Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high c-reactive protein (crp) result that was generated by the unicel dxc 600 pro synchron chemistry analyzer on one patient sample. Subsequent testing on an alternate instrument produced a lower result. The erroneous result was reported outside the laboratory, but was amended by the subsequent result. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The sample was drawn in a b-d lithium heparin gel separator plasma plastic tube and centrifuged at 3600 rpm at room temperature in a swinging bucket centrifuge. Crp was calibrated and qc results, prior to and after the event, were within the lab's established ranges. The customer contacted the bci hotline because there was a shift in qc results when crp reagent was put into use. The shifts on 2 qc samples were within the lab's established qc ranges. A control sample was sent to the customer for troubleshooting. The control recovered within range. Service was not requested for this event. The error was not reproducible and limited to one patient sample. A root cause was not identified.